Event description:
An acute dialysis pt had a "full cardio-pulmonary arrest" about twelve minutes after initiating hemodialysis treatment. The rapid response team was called. The pt status was "dnr/dni", so he was not resuscitated. He expired a few minutes later. Neither the physician nor the nursing staff believes that a failure of a gambro device caused or contributed to the pt's demise. The phoenix machine was inspected by a gambro service tech and no problems were found. The disposable products in use during treatment have been discarded. They will not be returned to gambro.

Manufacturer narrative:
The bicart product involved in this incident was not available for inspection. A review of the device history record for the associated lot number on the bicart product, has been performed. No nonconformity was identified.